Event description:
It was reported that during implant the .014 mm guidewire got stuck inside the lv lead. The guidewire could not be removed and the lead was ultimately replaced. The procedure was completed successfully on (B)(6) 2015 without adverse consequence to the patient.

Manufacturer narrative:
(B)(4).